Event description:
A pump alarm was reported, specifically alarm 20, which occurred during the loading process. The issue did not result in an adverse impact on the customer's blood glucose level. Tandem technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Consequently, technical support decided to replace the pump, as it was still under warranty. The customer planned to use multiple daily injections as backup therapy. Technical support confirmed shipping details, instructed the customer on how to put the pump in storage mode, and guided them on returning the faulty pump with a pre-paid label.

Manufacturer narrative:
The initial medwatch submitted was a duplicate record. As the report was submitted via mfg report # 3013756811-2026-59058.